Event description:
It was reported that several non-sustained lead noise episodes due to post-paced t-wave oversensing were observed via remote transmissions. Patient was asymptomatic. Programming changes were made; device remains implanted. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.